Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a extension set with one-link needle-free lv connector had a no flow issue where it wouldn't flush easily. This occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The customer reported that the issue has been resolved. The device involved in the initial report cannot be used to piggy back into IV sets for contrast infusion as the reported device does not have the psi requirements for power injections. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.